Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump reservoir volume higher than expected was observed. The pump was refilled with medication, and there were no patient effects reported.